Event description:
Healthcare professional reported right side exchange from textured to smooth breast implants due to the patient¿s concern with the product and rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange from textured to smooth breast implants due to the patient¿s concern with the product and rupture.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: underweight, an opening on posterior, red particles on the shell, crease fold, and wear abrasion. A microscopic analysis was performed which identified: a sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp opening on posterior assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported right side exchange from textured to smooth breast implants due to the patient¿s concern with the product and rupture. Device has been explanted.